Event description:
It was reported that the patient presented for a routine device change out procedure. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. The patient was discharged.